Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer stated screen visibility was hard to read, buttons were not as responsive as they used to be. Customer stated insulin pump had diminished battery life, insulin pump has rejected new batteries. Customer also stated insulin pump makes a grinding noise during rewind, insulin shoots out instead of dripping during priming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.